Event description:
It was reported that "at the start of the procedure, it was found that the unit did not start-up and there was no output to video signal. The was no harm done to the patient." It was confirmed that the procedure was completed successfully and there were no adverse consequences for the patient, user or third party. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, " output signal is not working. Dp port, 1" could be confirmed. The most probable root cause is a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).